Event description:
Boston scientific received information that the patient's remote monitoring system had triggered an alert indicating that the therapy delivery of the cardiac resynchronization therapy defibrillator (crt-d) was deactivated and was changed to a monitor only mode for an unknown reason. Attempts to obtain additional information were made but were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.